Manufacturer narrative:
Result: clutch.

Event description:
It was reported by svc report that the fowler drifts down. The customer could not determine whether there was pt involvement or adverse consequences occurred.